Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that impedance was not reached and the device stopped during the procedure. The patient was undergoing radiofrequency ablation (rfa) in the liver, utilizing a rf3000 radiofrequency generator. It was noted that the set impedance level was not reached and the machine was getting back to zero and stopping. The procedure was not completed. There were no patient complications reported and the patient's status is stable.